Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not provided.